Event description:
Rn opened syringe package and removed the needle cap in preparation for drawing up medication. When the syringe cap was removed, the safety device came off from the syringe but remained connected to the syringe cap. No injury to pt as it was not in use on pt. No injury to staff member.